Event description:
At 12:45pm pt was discovered with a traumatic partial amputation of the left index finger at the first joint. This likely occurred when finger was pinched between the seat and base frames of chair. Chair not equipped to prevent this from occurring. Pt was transferred to the emergency room via ambulance for immediate treatment small amount of blood was identified at possible point of injury. The chair was immediately removed from areas of care. Wrapped and stored until further instructions.